Event description:
It was reported that the procedure was to treat a left circumflex (lcx) thrombosed aneurysm. A prowater guide wire was advanced and an aspiration thrombectomy was performed with a non-abbott device which was ineffective. Intravascular ultrasound (ivus) was performed and the aneurysm was filled with thrombus. A 4.0 x 26 mm graftmaster could not cross the lesion and when removing the stent delivery system, it could not be pulled into the guiding catheter and the two devices were removed together. A non-abbott balloon was inflated in the lesion. The prowater was exchanged for a wiggle guide wire and a 3.5 x 26 mm graftmaster could not be advanced through an 8f guideliner and the devices were removed together. Then a 4.0 x 16 mm graftmaster was deployed at 10 atmospheres for 30 seconds. A 3.0 x 26 graftmaster was advanced to the lesion; however, the 4.0 x 16 mm graftmaster had migrated proximally and was under deployed so the 3.0 x 26 graftmaster was removed from the anatomy and two non-abbott balloon catheters were used for post dilatation of the 4.0 x 16 mm graftmaster. A 4.5 x 16 mm graftmaster was deployed proximally overlapping the 4.0 x 16 mm graftmaster and a non-abbott stent was deployed in the distal part of the lcx overlapping the 4.0 x 16 mm graftmaster. Post dilatation was performed in the overlapping sections with a non-abbott 5.0 mm balloon to complete the procedure. The thrombus and migrated distally so a non-abbott stent was deployed in the distal lcx overlapping the 4.0 x 16 mm graftmaster. Ivus was performed to show all stents were well apposed and expanded. The results were excellent with a timi 3 flow. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: prowater, wiggle. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the otw graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no indication of a product deficiency. The graftmaster referenced is being filed under a separate manufacturing report number.